Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt ( age & gender unk) the device inappropriately shut down. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.